Event description:
Customer responded to 57 yr old male approx 165 lbs in full cardiac arrest upon arrival. Customer was unable to detect rhythm through pads, pt not connected message was displayed. A back-up unit was connected to the pt and 6-7 shocks were delivered. A weak rhythm was displayed at this time, but pt did not convert, pt expired after arriving at the hosp. Customer stated device malfunction did not cause or contribute to pt outcome due to pt condition. Reported condition was duplicated by svc rep. Device was repaired and proper operation was confirmed.